Manufacturer narrative:
The air 10 psu was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was allegedly reported to resmed that an extension cord plugged into the air 10 power supply unit caught fire. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The air 10 psu was returned to resmed and an initial evaluation confirmed the reported complaint. Physical damage at the power cord plug was noted. The engineering investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was allegedly reported to resmed that an extension cord plugged into the air 10 power supply unit caught fire. There was no patient harm or serious injury reported as a result of this incident.